Event description:
Pt received psychiatric electroshock and afterward experienced: memory loss including: geographical memory, general knowledge, technical knowledge, arts and crafts knowledge, cooking arts knowledge, interior design knowledge, loss of income due to loss of knowledge, speech/vocal disability, nightmares, and seizures.